Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 (o2 4.2.1 maintenance release sw), serial lot/sw version: 4.2.1 img code g02008 is applicable for the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during an electrode and probe placement procedure. It was reported that during a deep brain stimulation (dbs) case, after taking an anterior posterior (ap) shot, the 2d image orientation appeared sideways on the mobile viewing station (mvs). During troubleshooting, the manufacturer representative (rep) confirmed the image was not a 2d long film shot. The rep confirmed the orientation on the imaging acquisition system (ias) correlated with the patient's orientation. The rep held down the insert and delete key on the keyboard. The rep confirmed nothing happened to the image. The rep held down the page up and page down key on the keyboard. The rep confirmed the image did zoom in and out on the screen. The rep confirmed another system was brought in to continue the case. After rebooting the system, the system was functioning as intended. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3) the software team was unable to determine probable cause without further information/logs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.